Event description:
During device upgrade procedure, loss of capture was noted on the right atrial (ra) lead. While repositioning the ra lead, the helix of the ra lead failed to retract. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were a helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.